Event description:
A customer reported a malfunction with their pump that had occurred multiple times, possibly due to exposure to extreme heat, displaying malfunction code malf 12. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer continued using the current pump after resetting it with assistance from technical support while waiting for a replacement pump to arrive. Technical support sent a replacement pump and provided instructions for returning the faulty pump.